Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone no: (B)(6). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor was erratic. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that before surgery the device was in need of repair for not working - not shaving. At product evaluation investigation the device was found to have an erratic motor. No adverse events were reported as a result of this malfunction. No additional event information available.